Event description:
(B)(4). Same patient as MFR# 2134265-2012-06316. It was reported that during a coronary stenting treatment procedure, decreased timi flow occurred. In (B)(6) 2010, the subject presented with chest pain and was subsequently diagnosed with unstable angina (braunwald classification- unknown). Cardiac catheterization was recommended which revealed three target lesions. Target lesion #1 was 70% stenosed and located in the distal left anterior descending artery (lad). The lesion was 13mm long with a reference vessel diameter of 2.7mm and treated with pre-dilatation and placement of a 2.75 x 16mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. Target lesion #2 was 85% stenosed and located in the mid lad. This lesion was 18mm long with a reference vessel diameter of 3mm and treated with pre-dilatation and placement of a 3.00 x 20mm taxus liberte stent extending into the 2nd diagonal branch. Following the placement of a 3.00 x 20mm taxus liberte stent, decreased timi flow was noted in the 2nd diagonal branch. Following post dilatation, residual stenosis was 0%. Target lesion #3 was 70% stenosed and located in the proximal lad. The lesion was 4mm long with a reference vessel diameter of 3mm and treated with direct stent placement using a 3.00 x 8 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. The subject was discharged on aspirin and prasugrel the following day.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).